Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was overheating. The patient stated that the top of her controller is very hot and that it happened twice already. The patient was advised that the remote monitor is expected to get warm but not hot. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950jlq, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that no complaint failure was found on the remote monitor ;there was error code 3230 in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.